Event description:
Baxter affiliate reports one incident of a patient death. No further information available.

Event description:
Baxter affiliate reports one incident of a patient death occurring after the dialysis treatment. Pt complained of suffocation and difficulty breathing and was immediately taken back to the hospital. No further info available.